Event description:
It was reported that a patient had a repair of a perineum lateral incision on (B)(6) 2012 and suture was used. The patient developed pain and an infection at the site of the incision. The surgeon removed the suture and used potassium permanganate wash the wound. It is reported that the patient is now fine. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. Sterility testing on the returned samples was found to meet specifications.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.